Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer was hospitalized with high blood glucose the night before. It was stated that the customer was in the intensive care unit at the time of the call. The customer had experienced vomiting all day and could not get her blood glucose under 300 mg/dl. The customer was given fluid through IV and insulin and her blood glucose went down to 179 mg/dl. She was taken off the IV and back on the insulin pump but her blood glucose started rising again. Blood glucose at the time of event was 313 mg/dl; most recent reading was 475 mg/dl. They were unsure if the drive support cap was normal. The customer was unable to disconnect from the insulin pump because of hospital orders. Customer's mother stated they would call back to complete troubleshooting. Blood glucose value by the end of the call was 397 mg/dl.